Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had high threshold measurements. The lead was abandoned surgically and replaced with an epicardial lead. No additional adverse patient effects were reported.